Event description:
Heating pad shorted out at the point of entry of the wall current -20v- cord into the controller of the heating pad. Short produced a flash, heat, flame, and brief shock to the pt, user. Device was plugged into surge protector, device tripped and cut current stopping problem. This, I believe prevented for and or any further injury. Dose or amount: medium setting. Frequency: 20 minutes. Route: cutaneous. Dates of use: (B)(6) 2007 - (B)(6) 2010, several times a month. Diagnosis or reason for use: muscle pain. Event abated after use: yes.